Event description:
It was reported that the pt underwent a pump replacement due to anticipated end of pump life, and during the procedure, they were unable to aspirate the catheter. The catheter was not in the intrathecal space as noted on a CT scan performed prior to the surgery. The hcp felt that since the pt was getting good symptom control no intervention was needed with the catheter. The pump was not primed during surgery, but was started when the pt was in pacu. The pt did not have any adverse symptoms related to this. Pt is receiving lioresal, but it is unk what the concentration or dosage was.